Manufacturer narrative:
Lot jytc (1): manufacture date 11 october 2019. Device returned 30 august 2022. Lot kcwk (1): manufacture date 19 november 2019. Device returned 30 august 2022. Lot next (1): manufacture date 18 march 2021. Device returned 06 october 2022. Lot next (1): manufacture date 18 march 2021. Device returned 23 september 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures four instances of intraoperative aleutian tlif ii straight inserter inner shaft fracture. The associated procedures were completed successfully with no surgical delay and no adverse consequence to a patient.

Manufacturer narrative:
Lot jytc (1): device returned 30 august 2022. Lot kcwk (1): device returned 30 august 2022. Lot next (1): manufacture date 18 march 2021. Device returned 06 october 2022. Lot next (1): manufacture date 18 march 2021. Device returned 23 september 2022.

Event description:
This record is a consolidation of q3 2022 records summarized as a part of the FDA voluntary malfunction summary reporting program. This report captures four instances of intraoperative aleutian tlif ii straight inserter inner shaft fracture. The associated procedures were completed successfully with no surgical delay and no adverse consequence to a patient.